Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total left knee arthroplasty due to degenerative joint disease and valgus. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, lack of motion, fusions, and pain. The surgeon reported the tibia had bone that had grown up around the tibial tray as if the body was trying to stabilize a loose implant. The tibial tray was easily removed and had no cement adherent at the tray to cement interface. The cement was well-fixed to the bone. The femoral component was removed with minimal bone loss. The surgeon indicated the patella was revised. The patient was implanted with depuy revision knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6); 2017 dor: (B)(6) 2019 (lt knee).

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.